Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle was expired and used on the consumer's pet; however, the consumer reported there was "nothing wrong" with them. The following information was provided by the initial reporter: "pet owner stated that she is using the 8mm x 31g pen needles for her pet. Stated they are expired but there is nothing wrong with them and no real tests were done to advise not to use expired product. Stated their is nothing wrong with the pen needles so she is still using them. Advised pet owner that bd tests their products for up to 5 years and it is not recommended to use the expired product."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. As per manufacturing: dhrs are legally kept for 7 years after the batch creation date. Lot number 0091130 was manufactured in 2010 (10 years since batch creation date), thus the DHR for this lot number is no longer available. H3 other text : see h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle was expired and used on the consumer's pet; however, the consumer reported there was "nothing wrong" with them. The following information was provided by the initial reporter: "pet owner stated that she is using the 8mm x 31g pen needles for her pet. Stated they are expired but there is nothing wrong with them and no real tests were done to advise not to use expired product. Stated their is nothing wrong with the pen needles so she is still using them. Advised pet owner that bd tests their products for up to 5 years and it is not recommended to use the expired product."